Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-58 implantable pacing lead 2001 (B)(6); (B)(4) implantable pulse generator 2009 (B)(6). (B)(4).

Event description:
It was reported that a patient's right atrial (ra) implantable pacing lead (ipl) was capped and replaced due to low impedance values. No patient complications have been reported as a result of this event.